Event description:
It was reported the patients blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was found to be bent. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.